Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing and no capture. The ra lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.